Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the unit broke after being autoclaved. It was further reported that the solder on the unit came off in addition to the l-tip.